Event description:
It was reported that fifteen (15) large volume infusor underinfused medication to the patient. The infusors delivered only 60-70 percent of the expected medication volume. The devices contained piperacillin / tazobactam 18000mg in 240ml 0.9% buffered sodium chloride. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the dates of event are 10 jan 2024 to 25 jan 2024. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further information, the quantity of impacted large volume infusors were at least nine (9). H4: the lot was manufactured between april 18, 2023 - april 19, 2023. H10: eight (8) actual devices were received for evaluation. The samples contained 61ml to 67ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range for each device. The reported condition was not verified. The samples were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.